Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal, visual inspection of the received cycler encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. This occurred in between two treatments. The event was discovered while reviewing the patient¿s treatment records following a report of a patient waking up and feeling super bloated. The patient discontinued treatment during fill 2 due to the bloated feeling and started a second treatment. A review of the patient¿s treatment records identified that the patient drained 7153 ml during drain 0 of the second treatment. This drain volume is 271% the patient's maximum fill volume of 2640 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler after setting up with new supplies. The patient stated that the bloated feeling subsided after completing treatment and they did not experience any injury, adverse event, or require medical intervention as a result of the reported event. The patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.